Event description:
Reference number (B)(4) event occurred in the united states. The patient reported that two boxes of infusion set packaging were damaged. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.